Event description:
A trilogy 100 ventilator was returned to a third party service center for service. There was no reported patient involvement. During the evaluation of the device at a third party service center, the device failed the functional o2 low flow test step due to the active exhalation control module (aecm) being defective. The service technician states that the aecm valve needs to be replaced to resolve the issue. The aecm was not replaced to resolve the issue because the customer requested the device to be sent back unrepaired. No further investigation is required.